Manufacturer narrative:
The bwi product analysis lab received the device for evaluation. The analysis has begun but is not completed at this time. When the investigational analysis has been completed, a supplemental 3500a report will be submitted. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's reference number: (B)(4).

Manufacturer narrative:
Initially it was reported that the event was assessed as a hemostatic valve separation issue. The biosense webster, inc. Product analysis observed on august 13, 2020 that the device was returned in the condition reported as the hemostatic valve was dislodged. This hemostatic valve issue remains assessed as a MDR reportable issue. The device evaluation was completed on (B)(6) 2020. It was reported that a patient underwent a procedure with a carto vizigo¿ 8.5f bi-directional guiding sheath - small and a hemostatic valve separation issue occurred. When preparing the carto vizigo¿ 8.5f bi-directional guiding sheath ¿ small, the dilator did not go in smoothly. They saw a white object in the valve. The hemostatic valve broke into two or more separate pieces but did not become detached from the sheath. The sheath was exchanged. The procedure was completed successfully. The sheath was not being used on the patient at the time of the event. There was no report of patient consequence. There was no report of extended hospitalization. The device was visually inspected and the hemostatic valve was found dislodged into the hub. It was determined that the issue observed could be related to the incorrect insertion of the dilator into the sheath causing the dislodgment of the valve and leaking blood since stress marks and physical damage on the outer diameter were observed under microscope which suggest that excessive force was applied. According to the odp (optimal performance guide), there are some precautions on inserting the dilator into the vizigo sheath: always insert a dilator straight into the center of the sheath¿s valve to prevent damage to the valve; do not insert a dilator at an angle, as damage to the sheath valve may occur. A device history record evaluation was performed for the finished device 00001219 number, and no internal action related to the complaint was found during the review. The issue reported by the customer was confirmed and it appears to be related to the incorrect introduction of the vessel dilator. The odp (optimal device performance guide) provides additional instructions on how to insert the dilator into the sheath. In addition, there is evidence that the device was manufactured in accordance with documented specification and procedures. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's reference number: (B)(4).

Manufacturer narrative:
If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's reference number: (B)(4).

Event description:
It was reported that a patient underwent a procedure with a carto vizigo¿ 8.5f bi-directional guiding sheath - small and a hemostatic valve separation issue occurred. When preparing the carto vizigo¿ 8.5f bi-directional guiding sheath ¿ small, the dilatator did not go in smoothly. They saw was a white object in the valve. The hemostatic valve broke into two or more separate pieces but did not become detached from the sheath. The sheath was exchanged. The procedure was completed successfully. The sheath was not being used on the patient at the time of the event. There was no report of patient consequence. There was no report of extended hospitalization. The issue was assessed as a MDR reportable hemostatic valve separation.